Event description:
It was observed during the device inspection, that the video system center exhibited no image due to worn out video connector pins. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation and the information provided, it was surmised that the phenomenon occurred due to the wear of the video connector pins. Olympus will continue to monitor field performance for this device.